Event description:
The delivery system was stocked and physician could not retrieve the zenith tip I the correct way. The graft was deployed but extremely difficult to retrieve the tip. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Pt code: no consequences to the pt were noted. Device code: difficult top cap removals is not specifically labeled in the IFU. Event evaluation: still under investigation.